Manufacturer narrative:
Follow-up report #1: device evaluation - 10/26/2018. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
Follow-up report #1: additional information - 10/26/2018. Downloaded ECG data shows that the patient was in vf at the time the lifevest was shutdown by hospital staff. The patient was in vf for 28 seconds prior to lifevest deactivation. The lifevest was deactivated before it could complete the detection and treatment sequence and deliver a treatment. A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2018 while in the hospital. The patient reportedly passed away as a result of sepsis and the device was removed by hospital staff prior to passing. There are no allegations against the device. Review of the patient's ECG files shows that prior to passing, the patient experienced treatable arrhythmias. At 5:36:18 pm on (B)(6) 2018, an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was ventricular fibrillation (vf) with CPR artifact and variable amplitudes. The patient was in the detection sequence for 36 seconds. The variable amplitudes of the vf and the CPR artifact prevented the lifevest from delivering a treatment during the treatable arrhythmia. At 5:39:46 pm, a second arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was vf with CPR artifact. The response buttons were also pressed during this detection sequence. The CPR artifact and response button usage prevented the lifevest from delivering a treatment. The electrode belt was disconnected at 5:41:15 pm and was reconnected at 5:42:57 pm. An arrhythmia with response button use was detected at 5:41:25. The patient's underlying rhythm was obscured by CPR artifact. The electrode was disconnected at 5:43:30 pm, and the patient reportedly passed away at 5:54 pm.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2018 while in the hospital. The patient reportedly passed away as a result of sepsis and the device was removed by hospital staff prior to passing. There are no allegations against the device. Review of the patient's ECG files shows that prior to passing, the patient experienced treatable arrhythmias. At 5:36:18 pm on (B)(6) 2018, an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was ventricular fibrillation (vf) with CPR artifact and variable amplitudes. The patient was in the detection sequence for 36 seconds. The variable amplitudes of the vf and the CPR artifact prevented the lifevest from delivering a treatment during the treatable arrhythmia. At 5:39:46 pm, a second arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was vf with CPR artifact. The response buttons were also pressed during this detection sequence. The CPR artifact and response button usage prevented the lifevest from delivering a treatment. The electrode belt was disconnected at 5:41:15 pm and was reconnected at 5:42:57 pm. An arrhythmia with response button use was detected at 5:41:25. The patient's underlying rhythm was obscured by CPR artifact. The electrode was disconnected at 5:43:30 pm, and the patient reportedly passed away at 5:54 pm.